Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system experienced multiple errors leading to an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.